Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 25mm 11500a aortic valve was explanted after an implant duration of 2 years, 1 months due to unknown reason. The explanted valve was replaced with a 27mm 11500a valve. The patient was is recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Event description:
It was learned through implant patient registry and investigation that a patient with a 27mm 11500a aortic valve was explanted after an implant duration of 2 years, 1 months due to enterococcus endocarditis. The explanted valve was replaced with a 25mm 11500a valve. Per medical records, the patient presented with diffused stroke secondary to septic embolism and first degree heart block. Work up revealed enterococcus bacteremia/endocarditis. He underwent redo avr, intraoperative tee showed large aortic root abscess and multiple vegetations on the aortic valve. The device was removed, and annulus debrided. Pericardial patch reconstruction of the aortic root, annulus, and lvot were performed. A 25mm 11500a was than implanted and sutures were secured with cor-knots. The patient was in completed heart block, permanent pacing wires were placed given the pre-existing and expected postop heart block. The patient weaned from bypass easily, had excellent biventricular function, and a well-seated aortic valve with no pvl. After hemostasis was satisfactory, the patient was transported to the CT-ICU in stable condition. On pod #32, the patient was discharged.

Manufacturer narrative:
A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Intermediate, or late endocarditis (greater than 60 days post-implant) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patient's body and is not in any way related to the sterilization or packaging process of the device. An engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.